Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is the first complaint reported for the issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. An internal investigation has been opened to address complaints of a similar nature. (B)(4).

Event description:
A surgeon reported that during surgery, the system spurs air bubbles off and on in spite of flushing the infusion line prior to insertion. The issue is especially noticeable when infusion is switched off and when entering and exiting the eye. This results in the obstruction of the initial fundal view. No pt harm has been reported. No further info is expected.